Manufacturer narrative:
The microsensor ventricular catheter tip was returned for evaluation. Device history record (DHR): there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis: the catheter has no visible damage to the millar sensor or connector. The catheter and wires, broken/pulled from the connector. The catheter appears to have been stretched. The customer inadvertently described the failure as the tip was broken off, actual failure is connector is broken off. Based on the evaluation, complaint was confirmed. The root cause is ¿mishandling of the catheter¿. The wires were found to be broken and stretched and no testing was possible.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that on (B)(6) 2021, during the pre-testing of the codman ventricular microsensor kit (prior to insertion into the patient), the physician found that the tip of the microsensor was broken. The physician changed with another of the same device to complete the procedure.